Manufacturer narrative:
During inspection and testing, the image was initially blurry and, with additional testing, there was no image from the device. A review of the device history record found no deviations that could have caused or contributed to the image issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image issues were caused by failure of the charge-coupled device unit. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following caution, which may help to prevent the issue: "when aerating or irrigating the endoscope channels, the air or water pressure must not exceed 0.2 mpa (2 kgf/cm2, 29 psig)." "When reprocessing an endoscope, confirm that the two water-resistant caps are securely attached to the endoscope connector before immersion in reprocessing fluids. If two water-resistant caps are not securely attached, water, detergent solution and/or disinfectant solution could enter the endoscope and damage the equipment." Olympus will continue to monitor field performance for this device. In addition, there was infiltration of bodily fluids due to a broken electrical connector and broken ultrasound connector, switches one and four did not work due to a broken circuit board, switch two did not work due to damage to the switch box, and the image guide bundle was broken. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that the image from the subject device was blurry during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no image from the device. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.